Manufacturer narrative:
The device was discarded and the lot number is unknown. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Event description:
A user facility in the united kingdom reported that the surgeon snapped a 25g light pipe while manipulating the eye. The surgery was completed with no impact to the patient.